Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 422 mg/dl. The customer stated that she was vomiting prior to going into the emergency room. The customer's insulin pump had a dead battery, but the battery cap could not be unscrewed. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have cause or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.